Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call high blood glucose with blood glucose. The customer's blood glucose was 491 mg/dl and current blood glucose was 120 mg/dl. The customer was treated with insulin pump and manual injection. Trouble shooting was performed found customer's mother noticed air bubble in the reservoir high blood glucose/under delivery event. The customer decline to trouble shoot for air bubbles. Advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The product will not be returned for analysis.